Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately 1 year 5 months post implant of this aortic bioprosthetic valve, the patient had increased gradients of 48mmhg as measure by an echocardiogram. The physician explanted and replaced the valve. The device had a damaged leaflet. The physician could not determine if this occurred during use or during the explant procedure. No further adverse patient effects were reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve appeared distorted and oval shaped. The sewing ring appeared to have been cut and removed during explant exposing part of the stent. A pledget remained attached to the sewing ring on the inflow adjacent to the non-coronary cusp. All existing leaflets were slightly stiff but flexible except where host tissue extends on the inflow of the non-coronary cusp. Tears and abrasions through the free margin and lunula of the non-coronary cusp appeared to have been due to contact with the bias cloth along the right non-coronary and non-coronary left stent posts. A large hole in the lunula of the left cusp appeared to have been associated with possible long suture tail wear. The right non-coronary and non-coronary left commissures appeared to be intact. Tears on the top of the left right commissure appeared to have occurred during explant. A remnant of glistening off-white pannus remained attached to the existing tissue and base stitching, adjacent to the non-coronary cusp extending into the non-coronary left inferior coaptive area and 1 to 2.5 mm onto the non-coronary and left cusps, showing a possible reduced inflow orifice area. Pannus remained attached to the existing sewing ring on the outflow, to the outflow rail adjacent to the non-coronary cusp extending to the non-coronary left stent post, partially covering the commissural area. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed a remnant of mineralization on the sewing ring adjacent to the non-coronary cusp. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The analysis of the device confirmed tears/abrasions on the leaflets appeared to be due to contact with the bias cloth along the outflow rails and/or possible long suture tails. The pannus overgrowth on the inflow appeared to have extended several millimeters out onto the leaflet which would have significantly impaired the leaflet mobility. Based on the received information and the returned product analysis, distortion of the annular ring can restrict the leaflets from fully opening and/or cause misalignment of leaflets during valve closure. In addition, we have seen that distortion of the annular ring (oval) can result in more contact of the leaflet onto the cloth due to the altered position of the outflow rail and stent posts. The tear and abrasions seen may have been a result of the altered position of the outflow rail since the position of the distortion resulted in the narrowing of this outflow rail opening. The pannus overgrowth on the inflow would have further impaired the leaflet mobility leading to high gradient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.